Manufacturer narrative:
(B)(4). Additional concomitant medical products: pt-113950,modular hybrid glenoid post¿regenerex,431740; 118001,comprehensive standard taper adaptor,871260; 113032,versa-dial humeral head,314710; us-115736,comprehensive nano humeral component pps,162430. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09679. Patient not yet revised.

Event description:
It has been reported that patient had initial comprehensive shoulder arthroplasty. Subsequently, radiolucency was observed in glenoid zone 1 at 2 years visit. No additional patient consequences were reported.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint is confirmed based on the x-rays that were provided. X-ray review shows, there was grade 2 radiolucency of the glenoid component in z1 and grade 1 radiolucency in z2, 4, 5, 6, and 8 as well as the central peg. Device history records were reviewed and shows no deviations or anomalies. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.